Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tips of the drivers were broken.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tips of the drivers were broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the visual examination revealed that the tip of the screwdriver blades got twisted under high loads and broke. The direction of the plastic deformations of the tip area points to the influence of too high torsional forces in turn in clockwise direction. Please note following statement from the product bulletin "variax update" (B)(4): "torsional strength, very importantly, the engineered failure mode of the blade system is ductile torsional deformation of the blade. This mode of failure is designed to protect the patient from brittle, steel-fragment-producing failure. Because the stryker design team did not want to compromise this inherent safety feature (by reducing ductility to increase strength), the torsional strength of the system has been retained but not significantly increased. Note that a ductile deformation of the blade is evidence of application of excessive torque by the blade user. Therefore this case could be classified as user related. Indications for any material, manufacturing or design related problems were not determined in the investigation.